Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06030 for the spyscope ds ii access & delivery catheter, and 3005099803-2024-05975 for the spy ds controller. It was reported to boston scientific corporation that spy ds controller and spyscope ds ii access & delivery catheter were prepared for use in a procedure on (B)(6) 2024. During preparation for the procedure, it was reported that controller did not recognize the scope. They reconnected the power cord and the controller powered on but once the scope was connected, no image appeared. The procedure was not completed due to this event. There was no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06030 for the spyscope ds ii access & delivery catheter, and 3005099803-2024-05975 for the spy ds controller. It was reported to boston scientific corporation that spy ds controller and spyscope ds ii access & delivery catheter were used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct on (B)(6) 2024. During preparation for the procedure, it was reported that controller did not recognize the scope. They reconnected the power cord and the controller powered on but once the scope was connected, no image appeared. The procedure was not completed due to this event. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 procedure name and anatomy location have been updated. Block e1 (initial reporter's first and last name) have been updated. Blocks e2 and e3 have been updated. Block g2 report source updated. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.